Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had an implantable neurostimulator (ins) pocket revision as the ins moved sideways and it was painful. He noticed the issue since the beginning. He just had the pocket revision last wednesday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.